Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient¿s caregiver and the patient reported that yesterday they started hearing the patient¿s pump alarm once every hour. The patient had no therapy issues, but they were unsure what would cause the alarm. It was reviewed that there was no way of knowing unless the pump was interrogated with a clinician tablet and the logs werereviewed which the patient¿s pump managing physician could do. Additional information was received from a healthcare provider (hcp). It was reported that on (B)(6) 2022 the pump was interrogated "no alarms" noted by rn. The cause of the alarm was unknown, not the pump. No further actions/interventions were taken to resolve the alarm. The patient's weight at time of event was provided.